Manufacturer narrative:
(B)(4).

Event description:
It was reported that a screen display frozen occurred. The log was downloaded and reviewed finding no errors related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display screen became frozen. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The allegation was not confirmed. The root cause could not be determined.